Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set insulin flow blockage event on 16-may-2024. The pump detected an occlusion that prevented the flow of insulin. No further information available.